Event description:
It was reported that approx. 67 months after the implantation this lead explanted and replaced due to oversensing leading to artifacts.

Manufacturer narrative:
Upon receipt the lead was found cut 14 cm distal to the df4 connector pin. A proximal and a distal lead fragment were received for analysis. Explantation aids were still inserted in and mounted on the distal lead fragment. The performance of the lead fragments was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead fragments, in particular in the distal lead region the insulation was found abraded through. This damage is assumed to be the root cause for the clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages like the broken conductor cable leading to the ring electrode and the stretched distal lead fragment most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.